Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon material .5mm of the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the ro marker and in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non calcified second right posterolateral. After a 3.5mmx18mm non-bsc stent was deployed in the lesion, a 3.50mmx15mm nc emerge® balloon catheter was advanced for post dilation. However, during the second inflation at 17 atmospheres, the balloon ruptured after being inflated for 15 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 3.5mmx15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.